Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that top of battery compartment was cracked. Customer reported that damage may have been due to normal wear and tear. Customer's blood glucose was 32 mg/dl, which was treated with food. Customer reported that low blood glucose may have been caused by accidentally over bolusing and requested more sensor training. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed all functional testing including idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The test blood glucose meter communicated properly with the insulin pump. The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.